Event description:
The customer reported the battery pca had bent pins. The device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 8 was found to be broken.